Event description:
Customer called stating that sometimes their meter gives high readings and sometimes low readings. A review of the system was conducted over the phone. The check test strip had readings of 165,149 and 145. The check test range is 95-115. This is not in range. The customer was asked to return the meter for evaluation and a replacement meter was provided. Customer was invited to call 24/7 with future questions/concerns.